Event description:
Per the clinic, the patient underwent a surgical procedure to repair a breakdown of the skin flap (date not reported). However, a breakdown of the skin flap recurred and could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the patient was not reimplanted in the explanted ear on (B)(6) 2012; as previously reported. The patient was reimplanted in the contralateral ear on (B)(6) 2012. It was reported that the remaining electrode array extruded through the wound on (B)(6) 2013 at which time the patient reportedly removed the electrode array. The patient was evaluated and treated by the surgeon (specific treatment not reported). This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).